Event description:
(B)(6) notified the distributor (B)(6) which was further reported to baxter on (B)(6) 2025. As per information provided based on new sample pictures, the filter was cracked, specifically one of the filter¿s barbs was cracked. There were no patient involvement and no injury or any impact on the patient or user resulting from this.

Manufacturer narrative:
The baxter technician found the metaneb circuit assembly needed to be replaced. The metaneb® system is indicated for mobilization of secretions, lung expansion therapy, the treatment and prevention of pulmonary atelectasis, and also has the ability to provide supplemental oxygen when used with compressed oxygen. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this product. It is unknown if the customer performs preventative maintenance on their products. A replacement metaneb circuit assembly was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a broken filter were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.